Event description:
Pt was being reconnected to infusion after needing IV restart for occlusion alarm. After opening clamp which was closed (blue slide clamp), tubing and filter came apart in rptr's hands spraying a small amount of medication into the air. Pt felt a slight wetness in eye. Pt denied c/o pain or stinging. Pt was instructed to "blink eyes" to increase lubrication. Tubing replaced and infusion completed without further incident. Pharmacist notified.